Event description:
A malfunction was reported on the pump, causing the screen to become dark and unresponsive after beginning a reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully resolved the issue by following instructions to unplug and replug the pump into a working power source, resulting in the pump display turning back on. As an outcome, the customer was instructed to return the malfunctioning pump and was sent a replacement pump by the technical support team. The customer acknowledged the advice on handling the replacement and returning the problematic pump.